Event description:
The event was reported by the sales rep, the doctor was performing a knee scope and there was excessive swelling in the knee. The doctor was unable to complete the case with the same pump.

Manufacturer narrative:
At this point in time, mitek is awaiting receipt of the complaint device and has been making efforts to ascertain further information pertinent to the reported event. Upon completion of the device analysis and received event information, our findings will be the subject of a follow-up report.